Event description:
N/a.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter. A kink was found on the catheter tubing approximately 46.0cm from the iab tip. A second kink was found on the catheter tubing approximately 73.2cm from the iab tip. Additionally, the optical fiber was found to be broken within the membrane approximately 8.9cm from iab tip. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed, and no leaks were detected. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the blood pressure could not be obtained via fiber optic sensor. The customer tried unplugging and reconnecting the fiber optic cable several times, but the console then generated a fiber optic sensor failure alarm. A transducer was then used to obtain the blood pressure. There was no patient harm or adverse event reported.